Event description:
I've been burned; everywhere that I used this lamp felt like my skin had been rubbed raw it is very painful and my hands look like somebody cut me and there is blood. This is very risky to take. The dark marks in the photos are where I applied this lamp it feels like I've been burnt and it is very painful. My hands crack everytime I make a fist or move my hands a certain way. I bought the lamp from (B)(6). FDA safety report ID # (B)(4).